Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - boston scientific received information that it was difficult to insert this rv lead during the implant procedure due to a competitor 7f introducer. After a few attempts to insert the lead it appeared that the insulation was pushed back exposing the retracted lead helix. The insulation was pushed back to the normal position and the lead was inserted down the introducer with no issues. When performing post-operative checks, loss of capture was seen on the rv lead as well as a drop in sensing. Another revision was then performed due to lead dislodgement. The provided explant and event dates are chronologically impossible and do not match up with the event description. They will not be added to this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.